Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on october 14, 2016, it was reported that the device was not functioning properly. On november 2, 2016, it was clarified that the meager would not engage the plastic dermal carrier. Therefore, the graft could not pass through the meager. The graft could also not be backed out of the carrier. The surgeon ended up using a scalpel to pie crust the graft. The patient was not harmed and the graft was not harmed. Another device was not used to complete the surgery. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was january 17, 2013 where it was reported that the device needed service and calibration and the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher on october 31, 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. There was no apparent damage to the comb. There was minor wear noted to the roller gear and slight galling to the roller shaft extension. The ratchet handle appeared to ratchet normally. No issues engaging the ratchet handle to the roller shaft extension. The test mesh using the customer¿s mesher and ratchet was performed with the qa cutter, serial number (B)(4), and produced a complete mesh. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 31, 2016 which included replacement of the damaged roller, comb and gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the initial inspection it was noted that the test mesh was performed and produced a complete mesh. The reported event was not confirmed since the device functioned as intended during the initial inspection; hence, a root cause cannot be determined. The issue was resolved with the preventative replacement of the damaged roller, comb and gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not functioning properly. The meager would not engage the plastic dermal carrier. Therefore, the surgeon could not pass the graft through the meager and could also could not back the carrier out. Surgeon ended up using a scalpel to pie crust the graft. The patient was not harmed. The graft was not harmed. No adverse events were reported as a result of this malfunction.